Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. Data was available for evaluation. Confirmation of the issue was confirmed and a probable cause was determined to be residual abberation failure. No additional event or patient information is available.